Manufacturer narrative:
Concomitant medical products: product ID: 8780, product type: catheter. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving hydromorphone with concentration 25 mg/ml at a dose rate of 5.49 mg/day via an implantable pump for non-malignant pain. It was reported that patient reported that he feels the medication come out when he gives himself a bolus and it burns in his back. The issue started in the last weeks but he has had the personal therapy manager (ptm) since he's had the pump implanted in 2018. The patient could get three boluses a day. At the time of the report technical services could not explain what could be causing the sensation. It was being considered that the bolus volume was a very small amount. No further patient complications have been reported as a result of this event. Additional information received from a healthcare provider via a manufacture representative reported a dye stud was going to be performed on (B)(6)2020. The cause of the issue / patient having felt their medication come out when they gave themselves a bolus / burning sensation in his back was unknown, they increased simple continuous dose and disabled the ptm. It was noted the issue was not resolved. (B)(6) 2020 e2 (rep): document contained no new information. (B)(6) 2020 e3 (rep): additional information was received from the device manufacturer representative indicated that the dye study revealed that the catheter was not connected to the pump. A revision will be scheduled. No further complications have been reported.